Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during procedure, they noticed a piece of plastic inside the access sheath that blocked the working channel. The piece of plastic was clear and looked like the sterile packaging. A grasper was used to removed the piece of plastic. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.